Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user received alert 42 indicating a motor current sense failure while the pump battery was above 50%, experienced repeated restart alerts, and reported persistent hyperglycemia with glucose values up to 299 mg/dl; the user restarted the pump multiple times, was advised to monitor, and ultimately disconnected from the pump and reverted to multiple daily injections due to discomfort performing a supply change. Symptoms included hyperglycemia. Outcomes included interruption of insulin delivery, user pausing and disconnecting from the pump, and transition to backup therapy without outside assistance or medical intervention. Investigation included customer service troubleshooting, guided device restarts, review of notifications, and return of the device for evaluation. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.